Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 manufacturing site evaluation: visual inspection - shunt system scratches on the outer housing of the progav valve and human tissues on the reservoir were observed through the visual inspection. No significant deformations or damage were detected. Permeability test- the test has shown that both valves are permeable. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. The braking force/function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the above tests, we have dismantled the valves. Inside the valve and reservoir we have found a build-up of substances (likely protein). There were no visible deposits inside the shunt assistant. However, even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. We suspect that the deposits in the valve in the reservoir could have caused malfunction. Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a - patient data: height 180 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve was blocked. A patient underwent a shunt system implantation on (B)(6) 2018. Sometime later, blockage was noted. On (B)(6) 2019, the shunt was replaced due to malfunction. Further details were not available.